Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed fluid invasion within the scope connector. The fluid invasion resulted in video processor disconnection and subsequent loss of image (h-line condition). The observed condition was likely attributed to leakage caused by an inadequate or compromised seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited loss of image, accompanied by image noise resulting in the video processor disconnecting. There was no patient involvement.